Event description:
Caller reported that a malfunction occurred on the pump, which displayed a resettable code. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. After resetting, the malfunction code did not recur, and the customer was informed they could continue using the pump while being advised to call back if the issue returned. The caller understood the instructions.